Event description:
The customer reported a contained cleaner leak of about 10 ml from a coulter lh 500 hematology analyzer during shutdown. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) found worn tubing at pinch valves pv43 and pv44. The fse replaced the tubing to fix the leak. The repairs were verified per established service procedures. (B)(4).